Event description:
The event is reported as: the customer alleges that the medicine cup was leaking during use. The device was changed out for another one to complete the treatment.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of the report. A visual and dimensional inspection of the product involved in the complaint could not be conducted since the product or a picture of the defect was not provided. A functional inspection of the product involved in the complaint could not be conducted since the product was not returned. However, current production samples of catalog number 1945 that uses the same nebulizer components than catalog number 1885; were tested according to tp-0183 used to release the production parts, and no issues were found that can lead to the condition reported by the customer. The device history record was reviewed and showed that there were no issues related to this issue neither on the product nor its components during the manufacture of the material. No corrective action can be established since the sample is not available to perform an investigation and determine the source of defect reported. Customer complaint cannot be confirmed based only on the information provided. If the sample becomes available this investigation will be updated with the evaluation results.